Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used mpis set was returned for investigation. The hub was separated, and no material remained in the hub. The hub did not appear to be damage. The shaft was elongated for 4.9cm on the proximal end. There was a kink located at 7.2cm from the hub. The device was accordioned from 8.2cm from the hub and measured a length of 2.6cm. The tip of the device was not damaged. No other issues were identified during the analysis. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, specification, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that this event could not be traced to the device, but to the patient¿s anatomy. Reportedly, the access site was very scarred. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = k171275. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a peripheral endovascular intervention, the hub of the micropuncture transitionless stiffened cannula access set separated. The separation occurred near the beginning of the procedure when the physician was attempting to remove the micro-puncture. The user then changed to a bigger sheath and completed the procedure successfully. Reportedly, the patient had a very scarred groin. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.